Event description:
The report stated that during a laparoscopic procedure, the tip broke off in the pt cavity. It was retrieved and a new instrument was opened and used to complete the procedure. There was no pt injury.

Manufacturer narrative:
A sample has been returned for eval. When the investigation is complete, a f/u report will be sent.